Event description:
Neurogenic bladder. Harrington rod implanted (B)(6) 1978. (B)(6) 2015, I had a CT scan for possible ovarian cancer, the rod was discovered broken at this time. Prior to that, I began having pain, numbness and weakness down the left leg along with bladder incontinence. I am a (B)(6) female now. I'm a nurse and unable to perform my job at the high level I could previously due to pain and numbness.